Event description:
It was reported that during a standard follow-up check, the cardiologist interrogated this pacemaker and found it had reverted to safety mode. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
Evidence suggests this unknown device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a standard follow-up check, the cardiologist interrogated this pacemaker and found it had reverted to safety mode. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.